Event description:
Attorney reported: on (B)(6) 2005: pt was implanted with a bard composix ex mesh and a caldera medical t-sling for treatment of structural weakness resulting in stress urinary incontinence and pelvic organ prolapse. As a result of implantation, the pt suffered serious bodily injuries, including extreme pain, erosion of her internal bodily tissues and other injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. The manufacturer of the caldera medical t-sling has been notified of the event.